Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that this was a one time event, and the patient has the generator implanted. They indicated that all was well. There were no further complications reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) pertain to product ID: 3889, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that when the patient got in their car, they stretched/moved the wrong way and felt what seemed to be a lead pulling sensation/feeling. It was noted the patient realized they needed to be more careful how they moved during the trial. Additional information was received. The patient had dried blood on their bandage; the patient¿s bandage was changed. No further complications were reported/anticipated.